Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited loss of capture (loc). A lead revision was performed to reposition the lead. However, during the procedure, evidence of a fracture was observed and the lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were kinked and stretched at 27 cm from the terminal pin. Resistance and pressure tests were completed to assess the lead¿s electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, confirming the lead was not fractured. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.